Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system was used during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2026. During the procedure, one of the tacks dislodged from the patient's tissue. The suture was also tangled around the catheter. The procedure was completed with an alternate device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4,h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a0406 is being used to capture the reportable event of suture tangled. Device evaluation block h11 the device was discarded; therefore, a technical analysis could not be performed. There was no media available for analysis. The reported event of suture tangled could not be confirmed. A review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported. Based on all gathered information, there is not enough evidence to determine whether the suture tangled and helix fall off was due to the physician's technique during the procedure or was related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.